Manufacturer narrative:
During a coronary orbital atherectomy procedure, a csi orbital atherectomy device (oad) bogged down and when removed, did not have any saline flowing out of the distal tip. The target lesion was located in the left anterior descending (lad) artery. The physician performed two runs at low speed and one run at high speed. During the next run at high speed, the device bogged down. The physician turned off the oad and removed it from the patient. Upon removal from the patient, it was discovered that saline was not flowing out of the distal end of the saline sheath. No additional intervention was required and the procedure was completed at this point. No patient complications were noted during the procedure. Csi ID# (B)(4).

Event description:
The oad was received on 10 october 2016 without the original saline line, guide wire or saline pump. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage that would have contributed to the reported event of the device bogging down. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft, crown and within the driveshaft tip bushing. Examination in the areas of the adhered material did not reveal any damage that would have contributed to the accumulation. An in-house 0.012" test wire could not be loaded through the driveshaft tip bushing area. This section of the driveshaft was destructively removed and the guide wire was then able to pass through the device without issue. When tested, the oad spun at low and at high speed; however, no fluid flow was observed exiting the saline sheath. The top shell of the handle assembly was removed and examination revealed a biological fluid backed up within the handle assembly. Destructive analysis of the handle assembly revealed that the saline line was pinched and compressed in the back foot of the handle assembly. The saline line was not aligned correctly in the bottom half of the handle assembly shell, which caused it to become pinched. At the conclusion of the failure analysis investigation completed on 31 october 2016, the root cause was a pinched saline line in the handle of the oad. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.